Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a button error alarm. The customer¿s blood glucose was 160 mg/dl at the time of incident. No significant events leading to keypad anomaly were observed. The insulin pump is not expected to return for analysis.